Event description:
Customer reported that while performing the volume verification test using ortho summit no cobalt reagent was added to wells b9, b10, or d9. No alarm or error message was generated on the summit. A field service engineer was dispatched to investigate the concern and he observed that the secondary rack was out of alignment and that some tip clamps were worn. He aligned the secondary rack, replaced the worn clamps and cleaned the instrument. In addition, a volume verification procedure and diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.